Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lower limb arterial procedure involving the protege everflex peripheral self-expanding stent system, a product model mismatch was identified when the stent itself was labeled as 6-80mm, while the pouch and box labels indicated 5-150mm. The surgeon, who had planned to use a 5-150mm stent for the superficial femoral artery, discovered the inconsistency after removing the stent from the pouch. The device was never implanted, and another stent was used to complete the procedure. The physician determined that there was a product quality issue and initiated a product quality complaint due to the model inconsistency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received: the outer packaging is undamaged, the sterile packaging was intact medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: no pouch or labels received and strain relief on device is for a 6 x 80 device. The device was returned with the manifold safety locking pin very tight and difficult to loosen. The deployment paddles are approximately 173mm apart (163mm-175mm allowable range grip spacing) (nominal grip spacing 169mm). These figures are for a 150mm stent. (To be noted a 80mm stent would have a grip space of 93mm ¿ 105mm)) the device was flushed and flushed by both annual spaces. A 0.035¿ guidewire was able to advance fully through the device. The device was loaded into a deployment fixture, and the stent was deployed with a maximum peak force of 1.00lbs. There were no issues found with the deployed 5mm x 150mm stent. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 26.5mm and 28.5mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.